Manufacturer narrative:
This MDR submitted (B)(4) 2012, references itc complaint (B)(4). Cuvette lot# b2p3c033. Actual device not evaluated (instrument). Instrument has been requested to be returned for evaluation. Process evaluation was performed. No ncmrs identified for this instrument. Reserve sample tested from the same lot (cuvette/single-use disposable), no failure detected. Result: no results available for instrument evaluation since no evaluation was performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.

Event description:
Patient self-tester reports that he was generating results within his therapeutic range with the protime microcoagulation system. He observed blood in his urine and went to his physician. Inr tested during the office visit was 4.4. His physician indicated that the blood in his urine was likely related to high inr. Patient tested at home that same day generating 3.3 inr on his protime instrument. Patient treatment was based on the result generated at the physician's office. Patient's therapeutic range: 2.0-3.0 inr.